Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Functional testing was performed and no failure was identified related to the reported undefined alarm issue.

Event description:
It was reported that the pump touch screen was cracked and unresponsive; cause was unknown. In addition, the buttons on the pump display were no longer visible and it was reported that an unspecified alarm occurred. Customer¿s blood glucose was 132 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.